Event description:
It was reported that during a lap chole procedure, the device was being used unloaded as a dissector around the cystic duct. It was noted that the patient's tissue was fibrotic due to prolonged disease state. The jaws became dislodged from their tract and failed to fire complete clips. The clips were open. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.